Event description:
The stopcock rotator broke under pressure. No report of harm or injury. The customer reported 2 defective devices but did not provide details or clinical information for the additional event. Therefore, this single report will be filed.

Manufacturer narrative:
The suspect device evaluation/investigation is not yet complete. The device history record was reviewed with no exception documents noted. A follow-up report will be submitted when the device evaluation is completed. Method - device history record was received. Conclusions - a follow-up report will be submitted when the evaluation is completed.